Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who underwent index surgery. During the procedure, the surgery was complicated by a multilevel durotomy/dural injury with absence of dura, requiring a makeshift covering. Postoperatively, the patient experienced bilateral lower-extremity neurological deficits, most severe in the left leg. Medical/surgical intervention was required. The site assessed the event as not related to the device, but the procedure was identified as the index surgery and was considered the possible cause of the event.